Event description:
It was reported that a break occurred. The target lesion was located in the moderately tortuous, moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was being withdrawn, it was noted that the connection part broke. The procedure was completed with a different device. There were no patient complications and the patient condition was good. It was further reported that the physician confirmed the break occurred at the lapjoint.

Event description:
It was reported that a break occurred. The target lesion was located in the moderately tortuous, moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was being withdrawn, it was noted that the connection part broke. The procedure was completed with a different device. There were no patient complications and the patient condition was good.

Manufacturer narrative:
The device was returned for analysis. Visual inspection reveled the telescope was detached in the female section and the imagine window was damaged/tangled. Microscopic inspection did not reveal any damage consistent with saline exposure post-use of the device.

Event description:
It was reported that a break occurred. The target lesion was located in the moderately tortuous, moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was being withdrawn, it was noted that the connection part broke. The procedure was completed with a different device. There were no patient complications and the patient condition was good. It was further reported that the physician confirmed the break occurred at the lapjoint.